Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the device is inactive at the moment. There is no information about a trauma or accident.

Event description:
It is reported that the device is no longer functioning, the user had a progressive loss of benefit with the device. There is no information about a trauma or accident.

Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no date has been scheduled yet.